Manufacturer narrative:
The tech found the foot would not travel up/down regularly but would when in calibration mode. He replaced the foot articulation position sensor but the problem still remained. He found that the position sensors for the hi/low functions were disconnected from the power supply board. After reconnection of hi/low position sensor, all of the bed functions worked.

Event description:
Info received indicates reverse trendelenburg is not working when the bed is fully raised.